Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-07 crts (B)(6) (con): additional information received from the patient. It was reported that the patient had a car accident and her old implantable neurostimulator (ins) got damaged. The ins was replaced in (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
This event is reportable as a malfunction, and not a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was involved in a car accident and thinks that the leads may have moved as therapy is no longer working as well. The patient was reprogrammed successfully on (B)(6) 2019. A surgical intervention did not occur. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in an accident on (B)(6) 2018 and now the ins is unresponsive. The tablet, controller, and recharger would not connect with the ins. The patient reported they last charged 4-5 days ago. The rep was attempting to connect with the recharger but the controller was stuck on the ¿checking recharger¿ screen. They then saw the ¿no device found¿ screen. They already reset the controller several times and did not have another recharger to troubleshoot with. Disabling and re-enabling the ins did not resolve the issue. A replacement controller was sent. Additional information from a rep stated that the patient needed an MRI. They stated the ins was depleted and could not be charged. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) im planted: (B)(4) 2017 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider and a manufacturer representative. It was reported that the patient¿s stimulator was broken in her back and it cannot switch to MRI mode. The lead has also dislodged in the patient¿s back. Additionally, it was noted that the patient¿s replacement external equipment did not work to resolve the issue, and that the patient was scheduled for replacement of the device. There were no further complications reported or anticipated.